Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system indicating that the detector rotation sporadically was not working. Analysis was performed and identified that an adjustment was required for the detector. After the adjustment was implemented, the reported problem was solved and the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. If the motorized detector movements become unavailable, the user can manually move the detector. Manual movements are also described in the instructions for use. Therefore, the loss of motorized detector movements is not likely to cause of contribute to a serious injury or death if it were to recur. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the detector rotation was not working. There was no report of harm. Philips has started an investigation of this complaint.